Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Low battery alarm noted on long traces file. The insulin pump was returned for power error alarm; detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of microtimer in detail trace confirmed that the root cause is the non-sleep anomaly software error. Device was received with cracked reservoir tube lip, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has a shortened battery life. Blood glucose value was 7.8 mmol/l. Troubleshooting was done and the customer was advised to clean the battery cap and change the battery. Customer called back and reported that the insulin pump had been alarming power system error since cleaning the cap. Blood glucose value was 6.3 mmol/l. Customer did not have a new battery to try and stated that the alarm occurred more than 2 times in four hours. The insulin pump was replaced and returned for analysis.